Manufacturer narrative:
The patient complained of moderate pain and dissatisfaction with aesthetic result. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient include: patient or partner dissatisfaction with firmness, size (length and/or girth) of erection, and extended penile or scrotal pain and discomfort. On (B)(6) 2017 the patient complained of pain to the suprapubic area. He was seen via facetime. The patient reported the protrusion resolves in the erect state. The physician informed the patient that this indicates the sutures are intact and the implant is well-positioned. The patient reported engaging in rough sexual activity prior to the onset of pain. The physician instructed the patient to refrain from sexual activity for a week. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, pain is listed as an anticipated adverse event. The instructions for use (IFU) also identify pain, in addition to dissatisfaction with cosmetic result, as potential adverse events/complications, which is communicated to the patient prior to implantation. The IFU also advises patients that any sexual activity should be avoided until the physician states that sexual activity is safe. There is no documentation confirming that sexual activity was deemed safe at this point within the patient's medical records. The patient agreed within the signed consent form, "I agree and understand that...excessive manipulation of my penis can lead to the newly place sutures to become dislodged, resulting in protrusions on the penile shaft." The patient admitted to rough sexual activity, and that pain occurred after this sexual activity. It can be concluded that the pain was caused by rough sexual activity (i.e. User error), since this is against post-operative care that was acknowledged and agreed upon by the patient.

Event description:
Patient complained of moderate pain and dissatisfaction with aesthetic result.